Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported right side "partially calcified periprosthetic shell," a capsular contracture baker grade iii, pain, folds and deformation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, white particles calcification like in device outer surface and creases. A weight test of the device was verified and the device was within specification. Voids after autoclave disinfection process in the gel. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Physician reported right side "partially calcified periprosthetic shell," a capsular contracture baker grade iii, pain, folds, and deformation. The device has been explanted.